Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer fse advised that she can continue to use the pump and to report it to their clinical engineering department once removed from the patient. Upon arrival the fse states that preventive maintenance full calibration, functional testing and safety check to factory specifications. Returned to the customer. Replaced safety disk, and tidal volume as per manufacture specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) is displaying the message "iabp may require maintenance. The nurse called about a patient on a pump. She reports that the pump is working fine and the patient is stable. They do not have another pump to switch for. She was advised that she can continue to use the pump and to report it to their clinical engineering department once removed from the patient. There was no harm or injury to the patient reported.